Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. An event of device deformity could not be confirmed. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no angulation or kink in the delivery system upon deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for an implant using a 10f amplatzer trevisio intravascular delivery system (atv). During the procedure, the device had corba shape and was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient is stable.